Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that several device-classified arrhythmia episodes showed clear oversensing of electromagnetic interference (emi). An inquiry was made as to whether it could have been due to the the patient's glucose sensor which they wear in their lower abdomen. It was determined that this was unlikely as the sensor was placed the recommended distance from the cardiac resynchronization therapy defibrillator (crt-d). The patient was reportedly in the shower of their camper and loading up the camper at the time of the episodes. It was noted that a lead integrity alert had triggered due to high rate non-sustained episodes and short ventricular intervals during the episode due to the emi. In one episode, the crt-d was about the deliver high voltage therapy due to the emi but the therapy was aborted. It was communicated that the patient should avoid the activities in question. The crt-d remains in use. No patient complications have been reported as a result of this event.